Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eczema ("eczema flares") and polycystic ovaries ("blood work confirm tht pcos"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, eczema and polycystic ovaries outcome was unknown. The reporter considered eczema, medical device removal and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s social media: ¿medical device removal and eczema, ovarian cyst. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event blood work confirm that pcos added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('back lobor/period pain') and embedded device ('embedded in my uterine wall') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), eczema ("eczema flares"), polycystic ovaries ("blood work confirm tht pcos"), muscle spasms ("spasm"), device expulsion ("my left coil misplaced") and dysmenorrhoea ("period pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, embedded device, back pain, eczema, polycystic ovaries and device expulsion outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, eczema, embedded device, muscle spasms, pelvic pain and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s social media: ¿medical device removal and eczema, ovarian cyst, embedded device, device expulsion most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case. Added event back lobor/period pain and random spasm..fu 6 ,7 an d 8 processed together. On (B)(6) 2020: social media: reporter and events were added on 23-mar-2020: social media received. Reporter's information added.fu 6 ,7 an d 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('back lobor/period pain') and embedded device ('embedded in my uterine wall') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), eczema ("eczema flares"), polycystic ovaries ("blood work confirm tht pcos"), muscle spasms ("spasm"), device expulsion ("my left coil misplaced") and dysmenorrhoea ("period pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, embedded device, back pain, eczema, polycystic ovaries and device expulsion outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, eczema, embedded device, muscle spasms, pelvic pain and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s social media: ¿medical device removal and eczema, ovarian cyst, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eczema ("eczema flares"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and eczema outcome was unknown. The reporter considered eczema and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s social media: ¿medical device removal and eczema¿. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event eczema was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿medical device removal.¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.